Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported that the indicated battery charge dropped from 85% in a short period of time, and caller was unsure whether any low power alerts had occurred; issue was no longer happening at the time of the call and did not cause a shutdown. There was no adverse impact to the customer¿s blood glucose level.